Event description:
It was reported that pump declared alarm 20 during cartridge loading even though customer followed prompts and removed used cartridge as directed, and this appeared as first occurrence of this type of cartridge alarm with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, and no additional issues were reported.